Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 220 mg/dl. The customer intentionally delivered multiple correction boluses to lower the bg and the bg dropped to 58 mg/dl. Cookies were consumed to address the low bg. The customer stated that the pump was functioning properly and that the over delivery was intentional.